Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed that the merlin programmer made a device longevity overestimation during a previous follow-up. The device was unable to be interrogated and normal battery depletion was suspected. The physician decided not to explant the device and the patient experienced no adverse consequences.